Event description:
A report was received that the pt underwent a pocket revision due to discomfort. The physician repositioned the pocket site from the pt's back to the abdomen. The pt was reportedly doing fine after the revision procedure.